Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava perforation, embedment, and abdominal pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per retrieval report (attempted) dated (B)(6) 2014: "on CT scan there are filter struts or legs that have perforated the ivc and are in the retroperitoneum. There is not an abscess or signs of bleeding, but this certainly could be a cause of her abdominal pain." "This showed a patent ivc. The hook from the ivc filter was clearly embedded, in the left posterior lateral wall, near the left renal vein. This is consistent with what was seen on a previous CT scan and there were several filter struts that appeared to extrude through the ivc. There was no filling of the bowel and no bleeding that was identified on the ivc gram." "I then used multiple maneuvers to try to retrieve the nc filter. Several snares were used. I used a buddy-wire system. I used a balloon to try to balloon the filter from the caval wall. The filter moved many times but never was unable to snare the hook of the ivc filter. Multiple wires and catheters were used to help manipulate the filter and again it could be seen moving from time to time, but the hook never was able to be un-embedded from the caval wall. I tried biopsy forceps as well to try to grab the hook with some endothelium and remove this, but no success was again obtained. Two further venograms were performed, which still showed no extravasation, no filling of the bowel, and really no change from our previous imaging after all of our attempts. With nearly an hour of fluoroscopy time that had been used and it was clear that our efforts today were going to be futile, I elected to terminate the procedure."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.